Manufacturer narrative:
MDR 3003442380-2024-01195 - device 5 of 10.

Event description:
Unomedical reference number (B)(6) event occurred in the united states on (B)(6)2024, it was reported that on (B)(6) 2024, the patient experienced infusion set tubing was leaking. At the time of the issue, the blood glucose level was 400 mg/dl. The infusion set was used hours to 3 days. Additionally, infusions set was replaced and resumed insulin successfully. No further information available.